Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and the keypad was unresponsive. Customer stated they were having a pool party while still attached to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 229 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked case at display window corner and scratched case. The unit had moisture damage on the lcd board.